Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 4 months after the dental implant was installed in intraoral region #11, it was verified its loss of osseointegration; 60 ncm of primary stability was achieved and immediate load was performed. Pt had low bone quality (bone type iii).